Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported evaluating the device and calibrating the transducers . However, the transducer calibration counts fluctuated significantly and the alarm behavior was still present. The customer reported the suspect device component is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect device component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "extended high ppeak" alarm on this ventilator device during pre-use. The customer reported no patient issue was associated with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The fa group performed a power cycle on in the user mode, which displayed the reported alarm behavior. The gde was then cycled in the service mode. The calibration data was reviewed ,which found the inspiratory (insp) pressure transducer out of tolerance, which would not calibrate. The reported event was duplicated and the root cause was associated with a hardware design issue with the insp transducer. As a precautionary measure the transducer communication alarm assembly was replaced.